Event description:
It was reported that the ventilator ran for 1 hour, then stopped ventilating, and only gave small puffs of air. It is unk if the ventilator alarmed. There was no report of pt harm.

Manufacturer narrative:
Na